Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason. The ipg was replaced and relocated into a better spot. The patient was doing well postoperatively.